Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient. On (B)(6) 2023, it was noted that the patient was hospitalized due to a worsening pseudoaneurysm. It was also noted that the patient had suffered from sepsis due to the worsening pseudoaneurysm and required surgical treatment. Subsequent to the previously filed report, additional information was received that there was no difficulty experienced implanting the 25mm navitor valve. The 25mm navitor valve remains implanted. There is no allegation of malfunction against the abbott device or procedure. The cause of the patient's worsening pseudoaneurysm is believed to be due to quality of the patient's vessel. The cause of sepsis is believed to be related to the medications the patient was administered. The patient was stable at the time of report.

Manufacturer narrative:
An event of pseudoaneurysm was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted in a patient. On (B)(6) 2023, it was noted that the patient was hospitalized due to a worsening pseudoaneurysm. It was also noted that the patient had suffered from sepsis due to the worsening pseudoaneurysm and required surgical treatment.